Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had rem failure. It was supposed to alarm between 130 ohms and 140 ohms but did not alarm until reaching 143 ohms. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by the manufacturer. The reported condition was confirmed. The investigation isolated the failure to a calibration issue, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem was calibrated to address the condition. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.